Event description:
It was reported that the twist clamp of two (2) minicap transfer sets could not be closed. This occurred after transfer set replacement. The patient could not close the transfer sets. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: date of birth: patient born in 1943. E1: initial reporter address: (B)(6), e1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: two (2) actual devices were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included leak, clear passage, and clamp function tests with no issues observed. The twist clamp was fully engaged in closed position on both samples. Torque engagement testing was performed on the two samples, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.